Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged 1281-000 batch 140629 was received for evaluation. Upon visual inspection, it was noted that a fragment of the black material had broken away, revealing the connector pin. The device also showed signs of wear and tear. Functional testing was not performed due to the damage to the device. The reported condition is most likely caused by overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging.

Event description:
On 4/19/2024, it was reported by a sales representative via (B)(4) that a 1281-000 arch, retrograde targeting guide broke at the retrograde femoral nail jig arm part during a case (photo is attached). The case was completed successfully using a synthes nail, with no pieces breaking inside the patient or delay in the case. This was discovered during a distal femur fracture procedure on (B)(4) 2024, with no reported patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.